Manufacturer narrative:
The customer sent patient specimen from 11/2005 for investigational testing; less than 1 ml (9 drops) of serum was received. Additional specimen was requested but not received. The k and e antgen reactivity was confirmed on retention panoscreen, lot 43748. Rention immuadd, lot 5e5504 was evaluated for ability to enhance antibody reactivity and expected results were obtained. The returned sample was tested with panoscreen, lot 43748 using immuadd, lot 5e5004 as the potentiation with an incubation time of 10' at 37 c. No reactivity was observed. Sample was qns for further testing. No single test method will detect all antibodies. The patient sample contains weakly reactive antibodies that required enhanced incubation for detection.

Event description:
Customer reports that a patient had a negative antibody screen in 2005 and was transfused with two units of red blood cells. The patient had a negative antibody screen the following month and was transfused with two units of red blood cells; subsequent testing showed the units to be k=and e=. One week later, the customer was performing correlation testing on randsom samples comparing a 10 minute incubation versus a 15 minute incubation using immuadd as the potentiator and panoscreen reagent red blood cells. One week earlier, sample was positive with the 15 minute incubation: anti-k and anti-e were identified. A positive direct antiglobulin was also detected and anti-k and anti-e were eluted from the patient's red blood cells.